Event description:
It was reported that approximately 1 month post port placement , a x-ray examination demonstrated that the catheter allegedly broken at the stem and the catheter migrated into atrium. It was further reported that catheter segment was removed via the right femoral vein. Patient status was unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. A DHR review is required. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: one MRI port attached to a groshong catheter in two segments were returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture and material separation issues as a complete circumferential break was noted on the catheter within the cath-lock. Both the edges of the catheter break has granular surface. Further, a split was noted to be migrating from the edge of the break on the distal segment. However, the investigation is inconclusive for the reported catheter migration as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 04/2023),g3. H11: h6 (device, method and result). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 04/2023).

Event description:
It was reported that post port placement, the catheter allegedly broke at the stem and the catheter migrated into atrium. However, additional intervention was required to remove catheter. Patient status was unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: one MRI port attached to a groshong catheter in two segments were returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture and material separation issues as a complete circumferential break was noted on the catheter within the cath-lock. Both the edges of the catheter break has granular surface. Further, a split was noted to be migrating from the edge of the break on the distal segment. However, the investigation is inconclusive for the reported catheter migration as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2023), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one month post port placement , a x-ray examination demonstrated that the catheter was allegedly broken at the stem and the catheter migrated into atrium. It was further reported that catheter segment was removed via the right femoral vein. Patient current status was unknown.